Event description:
On (B)(6) 2022 nalu was made aware of a revision procedure. Patient was implanted on (B)(6) 2022 with good pain relief, however patient subsequently reported loss of pain relief. Imaging by the physician showed migration of one of the implanted leads. Decision was made to revise the lead placement to re-establish pain relief. Patient reported good coverage in post-op testing after revision.